Event description:
It was reported to philips that the led lights for the device would power off due to a faulty ac module. It was noted by the customer that they had to reseat the ac cord in order to reactivate the led lights and they were unable to resolve the issue via part replacement. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.